Event description:
It was reported that the patient presented in clinic for follow-up. A device interrogation revealed that their right ventricular (rv) lead exhibited failure to capture and their right atrial (ra) lead exhibited noise oversensing which caused inappropriate automatic mode switch. It was suspected that the patient's rv lead was fractured. The rv and ra leads were explanted and replaced. The patient was stable.